Event description:
Impella cp filter leaking. This is repaired by creating a "bypass" as advised by the impella representative. This filter is part of the pump and can not be removed or replaced without going to the operating room. The bypass is created externally to the patient and the patient did not require pump replacement in the operating room. No harm to patient.